Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that patient presented to the o.r. For a lead revision due to phrenic nerve stimulation. High pacing threshold was also observed on the lead just prior to the procedure. It was noted that the patient experienced cardiac arrest during lead revision but was stable. Lead was explanted and replaced. Patient was stable post-procedure.